Event description:
Reporting status: serious injury-medical intervention reporting rationale: guide wire tip separated and was removed using a snare device. Device issue: guide wire tip separated. The target lesion was in the distal left circumflex, with heavy tortuosity. When the guide wire was delivered to the tortuous lesion, there was resistance between the guide wire and the lesion. As a result, the tip of the guide wire had separated. The tip of the guide wire was removed outside of the pt's body by another co's snare device, so there were no pt effects. No additional pt or event info is available.

Manufacturer narrative:
Evaluation summary: qa analysis revealed that the guide wire was returned with blood and contrast visible. There was a bend in the tip 1 cm proximal to the tip ball. There were offset intermediate coils proximal to the ctr solder for a length of 1.2 cm. The core had separated at the distal end of the hypotube. There was a small piece of the core extending out the distal end of the hypotube. There was a kink in the coined end of the guide wire 1.4 cm distal to the proximal end. There was no other damage noted to the guide wire. Both ends of the guide wire passed through a .0145" hole gauge and this met manufacturing criteria. The guide wire tip was tugged on to confirm that the core and the shaping ribbon were intact. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. The result of the sem analysis indicate that the device core at the hypotube junctionwas subjected to excessive ductile overload beyond the design limit of the guide wire, causing the tip to detach. For the guide wire to ductile overload, some portion of the guide wire would have to be trapped in the anatomy. It was reported that there was resistance with the anatomy. The forces applied in the attempt to remove the guide wire exceeded the strength of the core of the guide wire, which fractured. The reason for the guide wire tip entrapment is not described in the incident, but overall, the guide wire failure does not appear to be mfg related. The lot history record was reviewed and there were no non-conformance associated with this lot number. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Mfg assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each product lot must pass the test requirements. Quality inspection verifies that all requirements are met.